Event description:
During prime, the perfusionist noticed that the vent line was "broken" away from the bubble trap. The disposable was cut out and replaced. The perfusionist was able to start and complete the case without further incident.